Event description:
It was reported that the patient had an extremely high heart rate episode during lifting of a heavy box. Previous to this episode, the right ventricular (rv) lead was not sensing and was programmed to unipolar configuration. Now, the lead showed numerous high rate episodes with noise while in the unipolar configuration. The rv lead remains in use with continued monthly evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.